Manufacturer narrative:
The device was sent to philips bench for evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.